Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log. During the evaluation, the fse discovered two b/f wash probe tips dropped into the b/f table causing the cups to raise up and catch on the table cover. The fse removed the dropped tips and cleaned the base and table. Verification of x, y, hybrid cup transfer, and wash probe alignments were performed. As part of routine maintenance, the fse cleaned the main and hybrid sample nozzles. Additionally, a software upgrade was performed. The aia-2000 analyzer returned to normal operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 22jan2019 to aware date 22feb2020. No other similar complaints were identified during the search period. The aia-2000 operator's manual states the following: [4491] b/f table rotation motor home detection failure. Cause: the home sensor failed to activate after the b/f table rotated toward the home position. Solution: contact tosoh service center or local representatives. [4497] b/f table rotation motor overrun to positioning sensor. Cause: the positioning sensor activated improperly during rotating of the b/f table. New measurement will not start. The measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The probable cause of the issue is attributed to the dropped wash probe tips in the b/f table.

Event description:
A customer reported error 4491 b/f table rotation motor home detection failure on the aia-2000 analyzer. An all set home command was attempted, but the error persisted. In addition, error 4497 b/f table rotation motor overrun to positioning sensor persisted after a stuck cup was removed. A field service engineer (fse) was dispatched to address the reported issue, which resulted in a delay reporting of estradiol (e2) and follicle-stimulating hormone (fsh) test results. There was no report of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Correction: h6, conclusion code.